Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in clinic with their pacemaker in backup vvi mode on (B)(6) 2020. There was also loss of capture noted during the check. Programming was attempted in order ot restore the device's settings, but it was not successful due to low battery life. It is unknown if the battery depletion was normal or not. Patient condition after the event was stable.

Event description:
Related manufacturer reference number: 2017865-2020-12232.

Event description:
New information received notes that the patient's right ventricular lead also exhibited high capture thresholds and loss of capture. The pacemaker was explanted and replaced on (B)(6) 2020. The lead was capped and replaced on the same day. Patient condition was stable after the procedure